Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was diagnosed the screw breakage. It was necessary to perform a surgery procedure review. The first surgery was made on (B)(6) 2014. The second surgery was made on (B)(6) 2015. (B)(6) 2015 ms: the complaint description mentions a screw broke post-operatively, however, the part number reported in the product information section 1797-72-055 is a rod. A medwatch will be filed on a broken rod.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
It was diagnosed the screw breakage. It was necessary to perform a surgery procedure review. The first surgery was made on (B)(6) 2014. The second surgery was made on (B)(6) 2015. It was reported by the doctor that the screw broke. The sales rep awareness date is 2 apr 2015. Second surgery wasn't until (B)(6) 2015. What information did the sales rep have on 2 apr 2015? It was identified the screw break and that it was necessary to perform a review of the procedure. If necessary, more detailed information can be requested to the doctor.